Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 228 mg/dl. Insulin was injected as normal. The pt was sweating and their spouse called the doctor. The doctor recommended to wait for their primary physician. They then retest and the results were 211 and 227 mg/dl. The pt became out of it and the spouse called 911. Emergency medical technicians came and checked pt's glucose on their equipment and the level was 37 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.